Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited increasing threshold measurements with loss of capture. Further the ra pacing was being sensed on the ventricular channel. Subsequently a revision procedure was performed where the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.